Event description:
The user stated she got discrepant creatinine result for two out to several plasma samples in becton dickinson heparinized pst tubes. Sample 1 had an initial result of 1.9 mg per dl. This result failed delta check for the pt. The sample was then repeated three times on the same analyzer, giving results of 1.1 mg per dl each time. The sample was also repeated on an integra 400, giving a result of 1.2 mg per dl. Sample 2 had an initial result of 3.6 mg per dl. Testing was repeated on the same analyzer three times, giving results of 2.0, 2.0 and 1.9 mg per dl. The discrepant results were not reported and the patients were not treated based on the results. The field service rep was unable to determine a cause. He checked the pipetting system and ran a performance check with all results within specs.